Event description:
On 10/17/96 approx 1 hour and 10 mins during a platepheresis procedure when 4250 ml of whole blood had been processed, the donor complained of tingling of the legs arms chest and face and tightness of the face. The donor felt hot and started perspiring. The nurse noticed at this time that the acd pump handle had been left open. 100 ml of acd were left in the bag (900 ml administered). The nurse gave the donor tums and placed the machine on halt/irrigate. The symptoms quickly subsided. The donor was released in good condition. This is a male donor 185 pounds 33 years old. The customer stated that as part of the corrective action to minimize this from occurring, they are requring that the nurses verify that the acd pump handle is down (closed) and that they put back into their procedure to look at the acd bag to estimate the acd delivery (roughly 100ml of acd used per 1000 ml of whole blood processed). Pmqa requested that clinical education dept offer add'l training to the customer.